Event description:
Baxter (B)(4) received a report that an infusor leaked before patient use. The device was filled with a solution containing 3600 mg fluorouracil in saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the confirmed leak at the connection of the blue winger luer cap was determined to be an untightened winged luer cap. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. After the cap was securely tightened, functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.